Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received motor error alarm during basic occlusion test due to faulty force sensor resistor. (Gold) the motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 194 mg/dl. The customer stated the drive support cap appears intact and the pump has not been exposed to a high magnetic field. The motor error has occurred more than once in the last 30 days, but they are able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.